Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.section a patient information: refer to section b5 for complete patient information.all available patient information was included, no additional patient information was available.

Event description:
The customer observed elevated magnesium when processing on the architect c4000 processing module. A sample tested magnesium of 7.2 mg/dl but repeated 2.0 mg/dl. The customer normal reference range is 1.7 ¿ 2.2 mg/dl. No impact to patient management was reported. No impact to patient management was reported.

Manufacturer narrative:
The customer inspected the instrument, performed multiple troubleshooting procedures including part cleaning, replacement, and calibration but was unable to determine a single part as the cause of the result issue; therefore, the architect c4000, serial number (B)(6) was considered the probable contributor to the issue. Instrument service history was reviewed and found no additional complaints associated with discrepant/erratic patient results. A review of manufacturing documentation did not identify any nonconformances or potential nonconformances related to the current issue. A review of tracking and trending did not identify any trends for the architect c4000 and complaint issue. Labeling was reviewed and adequately addressed the issue. Based on the investigation, there was no systemic issue or deficiency identified for the architect c4000 analyzer, (B)(6).

Event description:
The customer observed elevated magnesium when processing on the architect c4000 processing module. A sample tested magnesium of 7.2 mg/dl but repeated 2.0 mg/dl. The customer normal reference range is 1.7 ¿ 2.2 mg/dl. No impact to patient management was reported. No impact to patient management was reported.